Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received pump error customer was able to clear error and rewind insulin pump. Customer performed self test which did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Device received with cracked battery tube threads. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. Device received with broken belt clip rails. Device received with serial number label damaged/faded.